Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found a vertical crack line located on the fillport. During leak testing a leak was observed at the crack line. The cause of the condition could not be determined; however, the most probable cause was due to a use error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2020. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak under the filling valve of a folfusor lv (large volume). This was identified while filling the device with sodium chloride and 2ml of 5-fluorouracil. There was no patient involvement. No additional information is available.